Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bleeding genital, oral contraceptive, bronchitis, bipolar disorder, esophageal reflux, seizures, depression, endometriosis, diverticula of colon, uterine bleeding, dysmenorrhea, abdominal pain, abdominal pain, cramp in lower abdomen, lumbar pain, ecchymosis, endometriosis of ovary, allergic reaction to antibiotics, drug allergy and paratubal cyst. Previously administered products included for an unreported indication: motrin. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding"), dysmenorrhoea ("dysmenorrhea") and abdominal pain ("abdominal pain"). The patient was treated with surgery (robotic assisted total hysterectomy and bilateral salpingectomy with cystoscopy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, uterine haemorrhage, dysmenorrhoea and abdominal pain outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, pelvic pain and uterine haemorrhage to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bleeding genital, oral contraceptive, bronchitis, bipolar disorder, esophageal reflux, seizures, depression, endometriosis, diverticula of colon, uterine bleeding, dysmenorrhea, abdominal pain, abdominal pain, cramp in lower abdomen, lumbar pain, ecchymosis, endometriosis of ovary, allergic reaction to antibiotics, drug allergy and paratubal cyst. Previously administered products included for an unreported indication: motrin. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding"), dysmenorrhoea ("dysmenorrhea") and abdominal pain ("abdominal pain"). The patient was treated with surgery (robotic assisted total hysterectomy and bilateral salpingectomy with cystoscopy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, uterine haemorrhage, dysmenorrhoea and abdominal pain outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, pelvic pain and uterine haemorrhage to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 29-oct-2020: quality-safety evaluation of ptc. (Product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.